Manufacturer narrative:
(B)(4). One tapered screw vent transfer mount, and one cover screw were returned for inspection. Visual inspection revealed that the product is not in the packaging, and shows no signs of use. The corresponding packaging was not returned for inspection. No related nonconformances were noted for this complaint after DHR review. Complaint history search using etq and enovia revealed no additional complaints of this product¿s lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The root cause could not be determined for this complaint as the circumstances of the event cannot be recreated. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Product returned was empty package.

Event description:
It was reported that blister container was empty when opened. Implant was missing. Event noticed at product receipt.